Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the parts are clean. The implant was material number 02.118.007 and lot number 9017523 is in a good condition. The thread holes of the shaft are visually in a good condition and functioning. The thread is not damaged. The thread holes of the shaft were measured to 100% in the final inspection after production. The measurements of the threads were within specified tolerance at the time. The thread holes in the head of the implant were measured to 100% in the final inspection. The measurements of the threads were within specified tolerance at the time. However, on return of the part, attempts to re-measure all thread holes were unsuccessful due to the deformation of some thread holes. Two non-damaged holes were measured and found to be within specified tolerance. In production all thread holes are manufactured with the same tool; therefore it can be concluded that all thread holes are produced within specified tolerance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a problem with the screw/plate interface during a surgical procedure on (B)(6) 2015. The surgeon placed a 6-hole plate in the patient, but was unable to lock the screw into place. The specific issue cited was in the most distal, central hole of the second most distal posterior hole. The surgeon tested an 8-hole locking plate on the back table, but the same issue was encountered. The devices were ultimately switched out for a 3.5mm locking compression plate, medial distal tibia plate. The procedure was extended by twenty (20) minutes. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 24, 2014 no anomalies were detected during device history record (DHR) review. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.